Event description:
A patient of unknown medical history underwent lung transplantation surgery in approximately 04/2002. According to the surgeon's report, bioglue surgical adhesive was applied to the donor lung, as lacerations of the lower lobes had occurred during procurement. Approximately three days post-implantation, the recipient (who had been doing well) reportedly developed marked infiltrates in the region of the bioglue application. Additionally, the surgeon reported that the patient developed a marked systemic inflammatory state. All cultures that were taken remained negative. The patient subsequently expired the following month.